Event description:
The facility reported that the unit turns on by itself. No patient injury has been reported. Information is unknown regarding whether or not the device was in use when the reported situation occurred. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, age of patient, medication involved or the set up of the infusion device.